Event description:
After having lasik eye surgery, I feel that my vision at night has become terrible. I have also noticed I feel need for more light to see accurately than the average person. I feel the light indoors are never bright enough and I need more light generally to see well.